Manufacturer narrative:
Updates to the summary were made to clarify the event being investigated for this report. A separate report will be submitted for sae6 (1063481-2025-00054). Please note the hde number for this device - h230007 this event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (sae). Amds 40-40, lot# c2460019b procedure date: (B)(6) 2023 serious adverse event (sae) event onset date ¿ 24may2025 event end date ¿ 18jun2025 event ongoing - no. Sequence number: 5 event onset date: 24may2025 is the event ongoing: no event end date: 18jun2025 was this event expected: no. Event - vascular vascular details ¿ ischemia (visceral, extremities) describe event: renal and splenic infarction indicate relation to amds device: unlikely indicate relation to amds implant procedure: not related. Did a pre-existing condition or the acute disease cause or contribute to the event: yes please specify pre-existing disease: debakey type a dissection. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes. Please specify: permanent impairment of a body structure or function is the subject hospitalized due to this ae: yes was the subject already in the hospital? No did the device malfunction or deteriorate in characteristics or performance: no could this event have led to death or serious deterioration in health had suitable intervention not occurred: no. Did the subject exit the study: yes event outcome ¿ resolved with sequelae was there any treatment for the event? No. This event is relegated to amds 40-40, lot# c2460019b for ischemia. Additional information regarding this patient was received. Study termination cause of death was related to: primary disease progression co-morbidity diagnosed after procedure pneumonia, but also possible aortic rupture, as patient had abdominal pain and then suddenly pulseless electrical activity. How was death determined: in-hospital evaluation at demise death certificate other: specify other death cause determination ¿ died in hospital. Per the medical records, death due to cardiac arrest. Patient death reviewed in (B)(4) (manufacturer report no. 1063481-2025-00054). The manufacturing records for the amds 40-40, lot# c2460019b were and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. Patient is a 73-year-old female who had an amds-40-40 (serial #/lot #: (B)(6) implanted on (B)(6) 2023. Adverse event # 5 reported in case (B)(4) as a vascular ¿ischemia (visceral, extremities)¿ event, with an onset date of 24may2025 and an end date of (B)(6) 2025. The event was not expected. The ae form described the event as ¿renal and splenic infarction¿. The study investigator deemed the event ¿unlikely¿ related to the device and ¿not related¿ to the amds implant procedure. Debakey type a dissection was identified as a pre-existing condition or acute disease that caused or contributed to the event. The event led to a serious adverse event, which caused ¿permanent impairment of a body structure or function¿. The patient was hospitalized due this event on 24may2025 and discharged on (B)(6) 2025. No treatment was provided for the event and the event outcome was ¿resolved with sequelae¿. Cta images were reviewed for ae#5. The images were reviewed by an artivion representative on 04aug2025. The following finding was documented on the diagnostic imaging form: ¿CT data cannot be used to visualize ischemia¿ and the reviewer indicated ¿unknown¿ as to whether they agree with the complaint description. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿ischemia or infarction (e.g. Cerebral, visceral, renal, organ, peripheral)¿ are listed in the clinical evaluation report (cer) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. No additional information is forthcoming. No actions required. A complaint and recall query was performed for amds 40-40, lot# c2460019b to identify previously reported complaints or recalls associated with this lot number. One complaint was identified and is related to this event of ischemia (2025-00005511-1). No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Please note the hde number for this device - h230007. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (sae). Amds 40-40, lot# c2460019b, procedure date: (B)(6) 2023, serious adverse event (sae), event onset date ¿ 24may2025, event end date ¿ 18jun2025, event ongoing - no. Adverse and other event sequence number: 5, event onset date: 24may2025, is the event ongoing: no, event end date: 18jun2025, was this event expected: no. Event - vascular vascular details ¿ ischemia (visceral, extremities), describe event: renal and splenic infarction. Indicate relation to amds device: unlikely, indicate relation to amds implant procedure: not related, did a pre-existing condition or the acute disease cause or contribute to the event: yes. Please specify pre-existing disease: debakey type a dissection. Serious adverse event did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes please specify: permanent impairment of a body structure or function. Is the subject hospitalized due to this ae: yes. Was the subject already in the hospital? No. Did the device malfunction or deteriorate in characteristics or performance: no could this event have led to death or serious deterioration in health had suitable intervention not occurred: no. Did the subject exit the study: yes. Event outcome ¿ resolved with sequelae. Was there any treatment for the event? No. This event is relegated to amds 40-40, lot# c2460019b for ischemia. Additional information. Treatment course: no treatment performed.

Manufacturer narrative:
This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced a serious adverse event (sae). Amds 40-40, lot# c2460019b. Procedure date: (B)(6) 2023. Serious adverse event (sae) event onset date ¿ 24may2025. Event end date ¿ (B)(6) 2025. Event ongoing - no. Sequence number: 5 event onset date: 24may2025 is the event ongoing: no event end date: (B)(6) 2025 was this event expected: no. Event - vascular. Vascular details ¿ ischemia (visceral, extremities). Describe event: renal and splenic infarction. Indicate relation to amds device: unlikely. Indicate relation to amds implant procedure: not related. Did a pre-existing condition or the acute disease cause or contribute to the event: yes please specify pre-existing disease: debakey type a dissection did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes please specify: permanent impairment of a body structure or function is the subject hospitalized due to this ae: yes was the subject already in the hospital? No did the device malfunction or deteriorate in characteristics or performance: no could this event have led to death or serious deterioration in health had suitable intervention not occurred: no. Did the subject exit the study: yes event outcome ¿ resolved with sequelae was there any treatment for the event? No. This event is relegated to amds 40-40, lot# c2460019b for ischemia. Additional information regarding this patient was received. Cause of death: exact cause of death is unknown, but the following contributing factors are mentioned: pneumonia (documented as ae#4, not related to amds) possible aortic rupture, as patient had abdominal pain and then suddenly pulseless electrical activity will the device be returned for evaluation: no medical/surgical/pharmaceutical interventions: no interventions were performed for the progression of the aortic diameter. Per the medical records, death due to cardiac arrest. Patient death investigated in (B)(4) (manufacturer report no. 1063481-2025-00054). The manufacturing records for the amds 40-40, lot# c2460019b were and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. Patient is a 73-year-old female who had an amds-40-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2023. Adverse event # 6 reported in (B)(4) as a vascular event described as ¿progression of the aortic diameter due to persisting perfusion of the false lumen¿ with an onset date of 27mar2025 and an end date of (B)(6) 2025. The event was not expected. Additional details from the ae form states, ¿progression of the aortic diameter due to persisting perfusion of the false lumen from zone 4 onwards¿. The event was deemed by the study investigator as ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. Debakey type a dissection was identified as a pre-existing condition or acute disease that caused or contributed to the event. The event led to a serious adverse event, which includes: ¿death¿, ¿life threatening illness or injury¿, and ¿permanent impairment of a body structure or function¿. The event di not lead to hospitalization and no treatment was provided. The event outcome was documented as ¿death¿, and the patient exit the study. Per additional details provided by the study team, while the exact cause of death is unknown. The following contributing factors were mentioned: pneumonia (documented as ae# 4, not related to amds) and possible aortic rupture, as the patient had abdominal pain and then suddenly pulseless electrical activity. The medical records indicate, death due to cardiac arrest. The cta images were reviewed by an artivion representative on (B)(6) 2025 and the following significant finding was noted on the diagnostic imaging form: ¿statement can be confirmed. The diameter of the false lumen grows from approx. 16.6 mm to 27.7 mm¿, in which the reviewer agreed with the complaint description. Adverse event # 5 reported as a vascular ¿ischemia (visceral, extremities)¿ event, with an onset date of 24may2025 and an end date of (B)(6) 2025. The event was not expected. The ae form described the event as ¿renal and splenic infarction¿. The study investigator deemed the event ¿unlikely¿ related to the device and ¿not related¿ to the amds implant procedure. Debakey type a dissection was identified as a pre-existing condition or acute disease that caused or contributed to the event. The event led to a serious adverse event, which cause ¿permanent impairment of a body structure or function¿. The patient was hospitalized due this event on (B)(6) 2025 and discharged on (B)(6) 2025. No treatment was provided for the event and the event outcome ¿resolved with sequelae¿. The images were reviewed by an artivion representative on (B)(6) 2025. The following significant finding was documented on the diagnostic imaging form: ¿CT data cannot be used to visualize ischemia¿ and the reviewed indicated ¿unknown¿ as to whether they agree with the complaint description, with the following explanation detailed: CT data cannot be used to visualize ischemia. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿aortic enlargement (e.g. Persisting flow in the false lumen)¿ and ¿ischemia or infarction (e.g. Cerebral, visceral, renal, organ, peripheral)¿ are listed in the clinical evaluation report (cer) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. No actions required. A complaint and recall query was performed for amds 40-40, lot# c2460019b to identify previously reported complaints or recalls associated with this lot number. One complaint was identified and is related to this event of ischemia (B)(4). No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.